Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission showed non sustained rv oversensing due to post paced t wave oversensing. The patient was reported to be asymptomatic. Programming changes were recommended.